Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information indicated by medtronic that the insulin pump had an insulin pump error then went into battery failed. Customer stated that they could not get into auto mode. The customer was advised to monitor the pump, as it could take up to 5 hours for the process to complete. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device passed the displacement test, sleep current measurement, active current measurement and self test. No unexpected failed battery test or e or a alarm unspecified noted during testing. Device was received with missing display window cover and cracked keypad overlay. (B)(4).